Event description:
About 9am that morning my dexcom g7 started alerting me that my blood glucose was below 40 and was reading low. I got up and didn¿t feel any symptoms of a low but still treated my low as normal. A bit later my cgm still said I was low so I then went and checked my blood glucose with a normal blood meter and it read 420. I started to feel sick from my blood sugar being so high. I then had my mother come and assist me. I left the cgm on and tried to calibrate it and it would not allow me too. It then failed at about 10pm that night. Before it failed, I had been checking my blood sugar with the normal blood glucose meter making sure my blood sugar was coming down and staying in range. Once the dexcom g7 failed on its own I replaced it with a new one. During that time also I was manually giving myself insulin with my omnipod 5 since it was connected to my sensor at the time.